Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, and active current measurement. No pump error 24 or pump error 40 noted during testing, however device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss, problem isolated to internal lithium battery.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power failure and motor safety circuit failed test. Customer's blood glucose level was 9.0 mmol/l. Customer also stated that the alarm did not clear by selecting ok. Customer was assisted with pump reset procedure and insulin pump screen did not turn off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.